Manufacturer narrative:
Age at time of event:(B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 85% stenosed, 40x2.50mm, eccentric and de novo target lesion with a bend of >45 and <90 degrees was located in the moderately tortuous and moderately calcified distal left anterior descending artery. After the lesion were crossed with a 3.5 non-bsc guide catheter and guidewire, pre-dilatation was performed with a 2.5x30 maverick balloon catheter resulting to 80% residual stenosis. Following pre-dilatation, a 2.50 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and it was noticed that the tip of the stent itself was deformed. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.